Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported via health authority that the vitrectomy probe was not cutting and only provided aspiration during vitrectomy surgery. The surgery was completed on the same day after replacing the vitrectomy probe from a new pack. There was no patient impact.